Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to correct information and relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device was used for treatment. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number was not provided. Surgical notes were not received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.